Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive on the lower right screen. During troubleshooting with tandem technical support, the issue was resolved. There was no impact to the customer¿s blood glucose level.